Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported a navigation system wheel that had become sheared off while being transported to a site. No further details regarding the damage, or specifically how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative completed a system checkout after the replacement of the caster. The hardware and software passed the system checkout. The system was found to be fully functional after replacement of the caster. The staff cart was returned to the manufacturer for analysis. The device was found to confirm the castor was broken. The reported issue was confirmed to be caused by physical damage.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.